Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The analyzer was out of electrical specification. It failed incoming functional testing.

Event description:
It was reported that the analyzer was not recognized by a programmer. The analyzer was returned for service. No patient involvement or complications have been reported as a result of this event.